Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported via company representative (rep) on (B)(6) 2016 stating that the battery and leads were explanted due to an infection at the battery site. It was unknown what contributed to the battery site infection, and the patient had been placed on intravenous (IV) antibiotics for a week with no improvement. The issue was resolved at the time of report, and the patient was alive with no injury. It was unknown if and when the patient would have a system replacement. The indications for use were spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.